Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrs indicating that the load button failed. The customer worked with the rse. The customer ran the operational check, and it passes testing. The decision was reached the device was running normally. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was operational after running the operational check. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced, and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted. If additional information is received the complaint file will be reopened.